Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and a correction bolus was delivered and the bg level was lowered back to the target range. The customer did not know the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.